Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+defibrillator therapy self test failure. There was no patient involvement.